Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the force bipolar has been returned and evaluated by the failure analysis (fa) team. Fa found the instrument to have a severely bent grip, causing a misalignment of the grips. Additionally, the instrument was found to have a broken molded insulator. Approximately .042" x .745" was broken off and was not returned with the instrument.

Event description:
It was reported that during central processing, the force bipolar tips did not close. There was no report of patient involvement or reported injury.